Manufacturer narrative:
Sensor kit expiration date is 31-mar-2021. The medical event associated with this case occurred on (B)(6) 2021 which confirms the usage of the device beyond the useful life of the device. No additional investigation are required as the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. Customer reported the low glucose alarm did not sound and as a result, she experienced symptoms described as sweating, dizziness, and palpitations. Customer was unable to self-treat, requiring treatment of oral glucose by a third-party. There was no report of death or permanent injury associated with this event.